Manufacturer narrative:
The device was returned for analysis. The unspecified failure was confirmed as a guide separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unknown issue occurred with a proglide device. No additional information was provided. Analysis of the returned device found the guide was separated. The material at the guide separation was jagged. The anterior cuff was returned with one separated cuff tab (not returned). No additional information was provided.